Event description:
During a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. It was reported that when the farawave catheter was inserted into the sheath and then aspirated, a large amount of air was withdrawn during suctioning. Additionally, the leak was noted from the sheath. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the proximal end of the sheath. Microscopic inspection of the hemostatic valve identified that both the inner and outer valves were torn, and that the valves were not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific.

Event description:
During a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. It was reported that when the farawave catheter was inserted into the sheath and then aspirated, a large amount of air was withdrawn during suctioning. Additionally, the leak was noted from the sheath. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory.